Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's baseline weight was not measured. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2014: product type catheter UDI: (B)(4) ubd: (B)(4) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on (B)(6) 2018. It was reported that the pump was infusing baclofen (500.0mcg/ml at 100.97 mcg/day). The patient ID and device serial number were updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot (B)(4), ubd: 26-jul-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on 2018-apr-10 regarding a patient receiving compounded baclofen (dose and concentration unknown), dilaudid (1.0 mg/ml at 0.2700 mg/day), and bupivacaine (17.0 mg/ml at 4.590 mg/day) via an implanted infusion pump. The indications for use included malignant pain and "breast." It was reported that the patient presented to the clinic on (B)(6) 2018 after reporting a hard fall and decreased therapeutic relief. The patient reported pain at the pump site secondary to the fall. Examination revealed that the pump had migrated, rotating more lateral. The same information was reported on 2018-jan-15, and it was specified that the patient experienced decreased spasticity relief. The pump pocket was revised and the pump was re-sutured on (B)(6) 2018. During the revision, a catheter fracture was noted near the spinal incision, and a kink was identified at the number two suture "look." The catheter was explanted and replaced. The device diagnoses included catheter kink and catheter break/cut, and the clinical diagnoses included decreased therapeutic relief and pain at the pump pocket. The event resulted in an unscheduled clinic/office visit. The outcome indicated the catheter kink, catheter fracture, and pump migration were resolved without sequelae on (B)(6)2018. The pain at the pump pocket secondary to pump migration was resolved without sequelae on (B)(6) 2018. It was the etiology indicated the event was related to the device/therapy and not related to the implant procedure. It was specified that the lumbar/pump portion of the catheter and the pump were involved. The programming date from the most recent refill prior to the event was (B)(6) 2017 at 15:25. No further complications were reported or anticipated.